Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device used on the patient; see MDR 3013394970-2020-00018 is for the first device reported on the same patient.

Event description:
The user facility reported that the doctor was using an angio-seal device during an abdominal femoral run-off. A 7fr sheath was used for access with no difficulty inserting the sheath. Access site was not heavily calcified. At the end of procedure the doctor used a 6fr vip angio-seal. The angio-seal arteriotomy locator would not advance over the wire into the vessel. The doctor did not want to force it, so he opened a second 6fr angio-seal from the same lot. Again, the arteriotomy locator would not advance into the vessel. The doctor described the arteriotomy locator as feeling blunt. He tried a third angio-seal from a different lot and it advanced into the vessel without any problem. There was no harm and the patient was stable. The procedure had a successful outcome with good vessel closure. Additional information was received 16january2019: a pre-deployment angiogram was performed.